Event description:
As reported, approximately one month post tha, there was a change in treatment. After the revision operation (B)(6) 2022, patient reported instability with two dislocations, so on (B)(6) 2022 the xle inlay was changed to a 20° shoulder inlay.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) it was reported from a foreign regulatory body that a patient had a change in treatment related to a hip replacement surgery. ¿with regard to the patient's uti ((B)(6)), there was a change in treatment. After on (B)(6) 2022 the revision operation reported resulted in instability with two dislocations, so on (B)(6), 2022 the xle inlay was changed to a 20° shoulder inlay.¿ no additional information is available. The devices will not be returned. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.